Event description:
On (B)(6) 2016, a 21mm trifecta gt valve was implanted. On (B)(6) 2019, tee revealed severe aortic insufficiency and a bulging right coronary leaflet. On (B)(6) 2019, the patient underwent an additional procedure to replace the 21mm trifecta gt valve and a 19mm trifecta gt valve was implanted. The physician observed a tear on the right coronary leaflet of the explanted valve. No patient consequences were reported during the procedure and the patient has been discharged.

Manufacturer narrative:
An event of insufficiency and "a bulging right coronary leaflet" was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, a 21mm trifecta gt valve was implanted. On (B)(6) 2019, tee revealed severe aortic insufficiency and a bulging right coronary leaflet. On (B)(6) 2019, the patient underwent an additional procedure to replace the 21mm trifecta gt valve and a 19mm trifecta gt valve was implanted. The physician observed a tear on the explanted valve. No patient consequences were reported during the procedure and the patient has been discharged.